Event description:
It was reported that analysis of this device was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual observation noted the lead tip was bent. Laboratory testing concluded the bend was consistent with potential handling damage. It was unable to be determined when the damage occurred and was felt to have been the root cause of the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited increased pacing impedance measurements of 1,000 ohms, increased threshold measurements and loss of capture (loc) one day post implant. Fluoroscopic imaging noted no slack in the lead. The lead was suspected to have dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.